Manufacturer narrative:
(B)(4): analysis: upon receipt at medtronic's quality laboratory, visual inspection showed the device appeared to have been used as blood residue was present on the inside surface of device. In addition, the blue distal tip was detached from cannula when received. Further inspection using magnification showed slight evidence of solvent residue at the distal tip of the cannula. Performance analysis could not be performed, as the unit was not considered functional. Conclusion: a cause for this event could not be determined at this time. The device has been sent to the MFR for additional investigation. Upon receipt of further info, a supplemental report will be sent.

Event description:
Medtronic received info that during a procedure, the blue tip of this cannula separated from the clear body. The blue tip was retrieved. There were no adverse pt effects.